Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "deflation" and "noticeably different it is half the size of the other". Later healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" and "noticeably different it is half the size of the other". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ particles in valve: observed particles in the valve through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (wear abrasion and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "deflation" and "noticeably different it is half the size of the other". Healthcare professional later reported "deflation". Healthcare professional later reported "particles in valve". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.2.

Event description:
Patient reported "deflation" and "noticeably different it is half the size of the other". Later healthcare professional reported "deflation". This record is for the left side. The device remains implanted and it will be returned.